Event description:
A fluoro tower to a trex x-ray system became uncontrollable during a myelogram. Tower could not be placed over area of interest to obtain the damage. The tower would oscillate back and fourth. The unit was uncontrollable. There was no injury to the pt. However it was unsafe to use and was shut down. Hosp felt that they put the pt at risk.